Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and cleaned the luminometer and wash station. The cse determined that the resuspension magnet on the luminometer had malfunctioned. During the follow-up visits, the cse replaced the resuspension magnet and luminometer housing. The cse calibrated the luminometer and then found that the acid pump was leaking. The cse replaced the acid pump and acid dispense nozzle. The cse also found that the wash block 1 was leaking and replaced it. The cse loaded the instrument firmware and found that the instrument was giving sample aspiration and tip pickup errors. The cse calibrated the sample air pump, adjusted the pressure sensor offset voltage and aligned the probe for tip pickups and the customer calibrated quality controls. The cause of the discordant, falsely elevated tni-ultra results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that they were obtaining discordant, falsely elevated cardiac troponin I (tni-ultra) results on patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting normal. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.